Manufacturer narrative:
B4:16aug2021. The field service engineer (fse) could not confirm the reported failure. The fse performed an alarm and controls test along with a pre-operational check. The unit passed both tests, no service was needed to the machine. Based on the information provided and/or service performed, the alleged malfunction could not be confirmed. No parts were replaced.

Manufacturer narrative:
Date of report: 12jul2021. There was no patient involvement.

Event description:
The customer reported that the circuit board is alarming. The customer confirmed the reported failure. The customer also identified the navigation ring is not working. The customer reports that setting changes can be made via the touch screen. The remote service engineer (rse) advised customer that a field service engineer (fse) will be dispatched to the field. The customer advised field service engineer (fse) that the original complaint on the case is ¿the circuit board is alarming¿. The device was not in clinical use. No patient or user harm was reported.